Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned in a non-synthes bag. The laser marking was readable. Traces of use were visible and the nail was broken in the smallest diameter, approximately 10mm after the conus shape. A manufacturing record evaluation was performed for the affected lot l627400, where no non-conformances, abnormalities nor deviations were identified which could lead to the complaint failure. During the manufacturing process these features were inspected through the inspection sheet and the whole lot has passed its specifications. Therefore, the nail was manufactured according to its quality standards and any manufacturing issue can be excluded. For implants, there is no hardness test required/defined. However, the raw material certificate was reviewed and the used raw material has fulfilled the specifications. Based on the investigation results, the complaint agrees with the complaint description ¿the pfna-ii nail broke¿ as claimed by the customer. Thus, the complaint is confirmed. However, from the manufacturing point of view the relevant features were measured and have fulfilled its specification, as well as in the manufacturing documentation reviewed, no issue was identified. Since no manufacturing deficiency has been detected, this complaint is rated as not valid. Hence, no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 473.020s, lot: l627400, manufacturing site: bettlach, release to warehouse date: 31.oct.2017, expiry date: 01.oct.2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported: pfna-ii blade (part 04.027.054s, lot l706143, quantity 1); locking bolt, self-tapping (part 459.400, lot 5939748, quantity 1)

Manufacturer narrative:
Device available for evaluation: part returned. (B)(4). Device evaluated by MFR, manufacture date: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on an unknown date. The patient was initially implanted with the proximal femoral nail antirotation system (pfna-ii) on (B)(6) 2018. On an unknown date after the primary surgery, the pfna-ii nail broke. A CT-scan was taken on (B)(6) 2019, (B)(6) 2019, and showed an unknown result. Procedure and patient outcome are unknown. Concomitant devices: pfna-ii blade (part# 04.027.054s, lot# l706143, quantity# 1). Unknown screw (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device.